Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 22-jul-2016 replaced 2 way solenoid valve with no errors noted. The most probable cause of the reported event was 2 way solenoid valve failure.

Event description:
On (B)(6) 2016 the customer reported low pressure error 101 with their hlc-723g8 analyzer. Customer reported that operator was running and midrun the low pressure error was reported and aborted the run. Operator tightened all connections, including injection and rotor valves. They did replace the filter - pressure was 7.58. They started to run again. On (B)(6) -2016 the customer called back to report the low pressure. Customer stated that the pressure will rise to 7-8 then drops to zero and aborts the run. This has been an intermittent issue recently. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.